Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. Patient returned to surgeon with complaints of back pain. It was noted that two screws were broken. A revision was done to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).